Manufacturer narrative:
Review of the medical records revealed there was no documentation supporting a possible association between fresenius peritoneal dialysis products and the event of peritonitis. However, there was a probable association between the patient¿s co-morbid disease of sigmoid diverticulosis, constipation, the event of peritonitis, and outcome of hospitalization.

Event description:
The following is from medical records received from the patient's treatment facility. The patient was admitted to a hospital due to constipation and fungal peritonitis. The patient was treated with an antifungal therapy via intravenous route. On (B)(6) 2015, the patient underwent fluoroscopic guided placement of a tunneled right internal jugular central venous catheter for hemodialysis (hd) therapy and placement of a tunneled right internal jugular central venous catheter for outpatient daily anti-fungal treatment. The patient's treatment modality was changed from peritoneal dialysis to hemodialysis. As of (B)(6) 2015, the patient was discharged from the hospital, it is unknown if the event of constipation and peritonitis had resolved.

Manufacturer narrative:
Additional information: sections has been updated to reflect additional information received for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis in (B)(6) 2015 (exact date unknown). The peritonitis was found to be fungal. Subsequently the patient had his pd catheter removed and was transitioned to hemodialysis.